Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed based off logs received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the imh (image management hub) froze/stopped, and output image from imh was not displayed because internal communication stopped/froze during operation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center image was no longer displayed. The issue was found during a therapeutic endoscopic sinus surgery procedure and the procedure was prolonged by 5 minutes. The procedure was completed using the same set of equipment. There were no reports of patient harm. Related patient identifier: (B)(6). Related patient identifier: (B)(6).